Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose 32 mg/dl. Customer did not troubleshoot their low blood glucose reading. Insulin pump will not be returning for analysis. The customer reported via phone call that their drive support cap was damaged. Customer blood glucose reading was 248 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with broken off the end cap. Unable to perform displacement test, prime test, basic occlusion test or excessive no delivery test due to broken off the end cap.